Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, an evaluation of this lead was performed. It was noted that the helix was stretched, therefore it could not be fully retracted into the housing. Depending on when during the procedure the helix became stretched, this could lead to placement difficulty. Laboratory analysis confirmed the reported allegation.

Event description:
Boston scientific received information that this right ventricular (rv) lead had physical damage in the helix while attempting to reposition the lead. The lead was explanted. No additional adverse patient effects were reported.